Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number 9039924. Our records show that this is the second instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. During the evaluation of the device our engineers were able to successfully loosen the vent plug without the implementation of excess force. Without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review. Bd was not able to confirm or duplicate the customer¿s indicated failure mode in the samples provided. The pieces were inspected visually and don¿t show any abnormality that can affect the function of the product. The pieces were tested for leakage as procedure t423sp and don¿t showed any leakage or detachment of plugs. The failure mode cannot be attributed to manufacturing process.

Event description:
It was reported that during use of the bd connecta¿ stopcock the three-way valve loosens and leaked. Nacl solution sprayed into the face of the patient. Foreign complaint the following information was provided by the initial reporter, translated from german to english: when rinsing during apheresis and photophoresis, the lateral stopper on the three-way valve loosens (pressure resistance?). Three-way taps have been used for 2-3 weeks. Problem occurred immediately after start-up. Patient got nacl solution in his face.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd connecta¿ stopcock the three-way valve loosens and leaked. Nacl solution sprayed into the face of the patient. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when rinsing during apheresis and photophoresis, the lateral stopper on the three-way valve loosens pressure resistance. Three-way taps have been used for 2-3 weeks. Problem occurred immediately after start up. Patient got nacl solution in his face.